Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: the visual inspection shows that, the seal still loaded inside the deployment tube and the plunger was depressed. Therefore, the complaint is confirmed based on how the seal was received. A lhr review was completed for the product, there was no nonconformance associated with the lot number.